Event description:
During a remote follow up, post-paced t-wave oversensing was noted on the device. Technical support was contacted and it was determined that the event occurred during a sense test, hence, the event could not be ruled out as coincidence. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, post-paced t-wave oversensing was noted on the device. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.